Event description:
A caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump, but the caller, being at the mall without a charger, planned to reset the pump independently and was advised to call back if the issue persisted. The case was then closed by technical support.